Event description:
Related manufacturing ref: 3005334138-2022-00044. During a pulmonary vein isolation procedure, two air embolisms and an occlusion of the right coronary artery occurred. The occlusion was reopened by a percutaneous transluminal coronary angioplasty (ptca). A heart-lung machine was used during the ptca to stabilize the patient. The heart-lung machine has since been removed, but the patient is still intubated and ventilated. A stroke was later diagnosed. A cct was then performed which did not show any abnormalities, but the patient is still intubated and unresponsive.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted at both ends of the seal slit, on the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause the torn seal, leak and subsequent stroke remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.